Manufacturer narrative:
Eval of product packaging showed that the product did go through the sealing process. The femoral head itself was not defective. Add'l investigation into package sealing is being conducted. At this point, the incident has not been able to be duplicated.

Event description:
Product box was opened and found that the outer tyvek bag was not sealed. The femoral head was not used.